Event description:
Revision for cemented tibial tray subsidence at 6 years and 9 months post-primary. The tibia implanted during primary was undersized. Gmk hinge implanted successfully.

Manufacturer narrative:
Batch review performed on 24 july 2023: lot 160576: 64 items manufactured and released on 23-mar-2016. Expiration date: 2021-03-09. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review. Clinical evaluation performed by medical affairs department: 7 years after cemented primary tka the tibia subsides and needs revision. According to report, the primary component was undersized and then subsided. Subsidence is visible on the one radiograph made available, but the quality of the picture and the orientation of the shot do not allow any furtehr conclusion to be made. However, there's no indication that the report of undersized component was untrue. We do not know when the subsidence took place because no radiographic or clinical history was supplied.